Manufacturer narrative:
(B)(4). Date sent: 11/21/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon fired the device but the motor pulsed only for a burst and then stopped. The device would not open, but the surgeon eventually managed to open the jaws of the device to remove it from the patient. The surgeon did not recall the steps he took to open the jaws of the device. A new device and reload were opened and the procedure was completed successfully with a delay of four minutes. There was no patient consequences reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 11/8/24. D4: batch #unk. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Unknown. Will need to be determined when the device is examined. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Unknown. Or, did the device fully fire and stop during the automatic knife return? Since the device had difficulty opening, this is unknown. Was there any difficulty opening the device? Yes. Please see information in original complaint. If yes, how was the device removed from the patient? Unknown. Please see information in original complaint. If yes, did the jaws eventually open? Yes, this was stated in the original complaint. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #c9el0r, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/6/2024. D4: batch #163d51. Investigation summary- the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a vasecr35 reload loaded on the device. The reload was received partially fired 1/10. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. The event described of difficult to open could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 163d51, and no non-conformances were identified.